Event description:
Info received indicates, the bed is drifting into trend. The valves have been cleaned but the issue remains.

Manufacturer narrative:
Tech support recommended replacing the hydraulic manifold. Repairs unk.